Event description:
It was reported that while in use on a patient this 980 ventilator generated a background fault. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
Issue identified during product analysis. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient this 980 v entilator generated a background fault. The device was available for evaluation. The service personnel (sp) inspected the ventilator, found an "expiratory pressure autozero offset failure" code, and replaced the exhalation valve assembly (eva). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The eva was returned for failure investigation. A visual inspection of the returned eva was conducted, and found no anomalies. Analysis determined the exhalation sensor pcba of the eva was prior to the implementation of a change to address autozero solenoid (so1) failures, therefore, no further testing was performed. Investigation determines if so1 were to fail while in use on a patient, the ventilator response would be to enter backup ventilation (buv). The likely cause of the event was determined to be consistent with a faulty autozero solenoid. There is an existing previous internal investigation regarding this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.